Manufacturer narrative:
The contraindications in the package insert includes patients presenting metal sensitivity reactions. In addition, the insert states metal sensitivity reactions or allergic reaction to the implant material are possible adverse effects. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report two of two for the same event; see also 0001032347-2016-00166.

Event description:
The sales associate reported a future revision of a pectus implant as a result of a patient's allergic reaction. The revision is scheduled for (B)(6) 2016. Patient will be implanted with a titanium implant to replace the standard stainless steel implant.